Event description:
It was reported that the screen would freeze on the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the screen would lock up intermittently, that at power up only the atrial pace light-emitting diode (led) was lit and there was miscellaneous information on the liquid crystal display (lcd) screen. Analysis also found that the lower case and both bail covers were broken, the ring cover was contaminated and the lead flex cover was out of specification.